Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported infection could not be conclusively determined through this evaluation. The evaluation of (B)(6) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a heart transplant on (B)(6) 2019. The patient was expedited on the list due to driveline infection that was cultured as (B)(6). Intravenous (IV) antibiotics had been given for the infection.